Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and observed bubbles in the ion-selective electrolyte (ise) tubing. The fse identified the failure mode as a defective tubing. The fse replaced the ise tubing to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results with low anion gap on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.